Event description:
Caller reported a malfunction on the pump, with no notable events occurring beforehand. There was no reported adverse impact on the customer's blood glucose level. Technical support provided assistance with resetting the pump, enabling the customer to continue using it without recurrence of the malfunction. Customer was advised to call back if the malfunction code reappears, which they acknowledged and understood.